Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with bleeding and cracked lcd glass. Insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump fell on ice and shattered. Customer's blood glucose was 300 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.